Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The customer has replaced the battery today because it was due for a change. Battery voltage is 14 volts. Product support informed customer that the batteries are not shipped fully charged. He needs to let the battery charge overnight. If the battery gets 16 volts and the unit still turns on by itself the swap the power management board. If that is not the problem then swap the display to see if the problem is in the base or the display. The customer said he charged the battery overnight and it now has 16 v. The customer said he re-seated the cables and the unit is now working. There's no patient risk for unit that would turns on by itself .

Event description:
Investigation on this quality issue shows that the customer reported that the unit turns itself on. The unit was not in use on patient.